Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The lead was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Further information was requested but not received.

Manufacturer narrative:
D6b: should include the date of explant (B)(6) 2024.